Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the stylus tip did not align with the cursor on the screen, and though the calibration of the stylus seemed successful the resulting alignment was not perfect and the overlay/xy board connection was reseated and the stylus was recalibrated to the touch screen. The hard drive was reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus was not calibrating. Troubleshooting attempts included changing out the stylus and updating via the software distribution network but the situation did not resolve. It was noted that the programmer seemed to be calibrated on the right side of the screen but not the left and that the higher up on the screen it goes the worse the situation becomes. The programmer has been returned for service. No patient complications have been reported as a result of this event.